Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the user, omsc surmised there was the possibility this phenomenon was attributed to the product specification of the subject device which if the maximum light amount is maintained for 2 minutes, the "max emission of lamp continued, light intensity is reduced" message will be displayed on the subject device side, and the light amount will be reduced by half. This function is designed to suppress heat generation at the tip of the scope by maximizing dimming when the scope is hanged on the hanger. It is not assumed to occur during observation. However, if it was occurred bleeding, we were able to confirm the phenomenon that emits the maximum light even in the patient body cavity. It is assumed that the reported phenomenon occurred due to the bleeding at the time of needling, the lamp became the largest emission amount, and it was continued for two minutes. Also when an error message, ¿max emission of lamp continued, light intensity is reduced¿ is displayed on the subject device, the ultrasonic image freezes, and the keyboard operation other than the switch between evis series endoscope and the ultrasonic endoscope and the touch panel operation of the subject device becomes impossible. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the automatic light brightness of the subject device was suddenly not worked during the unspecified procedure while using with bronchoscope and endobronchial ultrasound endoscope. It was very hard to get fully lamp back with turning on the evis 180 series endobronchial ultrasound endoscope which connected to the subject device. The user could not do anything until the lamp was worked because it was showed the message ¿the lamp has been dimmed¿ on the lcd monitor. Moreover, the user kept the setting as it was happened and to stop because they would like not to mess with it. The user also reported that the user had confirmed the demo unit of the subject device had been worked with a bronchoscope and endobronchial ultrasound endoscope and the automatic light brightness function of the subject device had been no problem at last week. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-04901 which was submitted on april 14, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.